Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter indicated that she first noticed a problem with the meter on the day of her call, (B)(6) 2014, when the patient obtained an alleged inaccurate high reading with the subject meter of ¿97 mg/dl¿. The reporter indicated that the patient manages her diabetes with insulin pump therapy and denied that the patient made any changes to her usual diabetes management regimen as a result of receiving the alleged high reading. On the evening of (B)(6)2014, the reporter alleged that the patient developed symptoms of ¿shaking¿. The reporter denied that the patient received any treatment for her alleged symptoms. During troubleshooting, the cca noted that the patient had been storing her test strips correctly and the meter was set to the correct unit of measure. However, the patient did not have the meter, test strips or control solution with which to test the meter, and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed that the patient obtained an inaccurate high reading on the subject meter, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.